Manufacturer narrative:
Batch review performed on 11 january 2018. Lot 170014:(B)(4) items manufactured and released on 08 june 2017. Expiration date: 2022-05-29. No anomalies found related to the issue. To date, (B)(4)items of the same lot have been already sold with a similar reported event.

Event description:
Revision of amistem h due to a post-operative periprosthetic fracture. There was a tiny crack on the post op x-ray, but it was done at the weekend and she was sent home. It then fractured doing physio 5 days post op.

Manufacturer narrative:
Visual inspection performed on 30 january 2018 by r&d product manager: the stem had some signs on the neck due to the revision, while the ha coating was totally present on the body, except one part in the area of the neck cut. From the received part it is not possible to determine the root cause of the event.